Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an upgrade procedure, the device was programmed to avoid pacing inhibition due to cauterization. The pocket was opened using a non-abbott radiofrequency tool and pacing fell to 30 beats per minute (bpm) and returned back to 60 bpm after one minute. The patient is pacemaker dependent; however, there were no adverse consequences due to this event. Interrogation of the device did not indicate any alerts or possible causes of the event. The procedure was completed.